Event description:
The hospital reported that during the saphenous vein harvesting procedure, the toggle switch broke on the harvesting cannula. The pa opened a second kit and while using the harvesting cannula, the c-ring bent. He pulled the cannula out, straightened the bent c-ring and completed the procedure. No patient complications were reported.